Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment, and confirmed the reported complaint. The o2 flush button and valve assembly have been replaced to resolve the issue.

Event description:
The hospital reported that the oxygen flush button was intermittently sticking resulting in the over delivery of pressure. There was no report of patient injury.